Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 04/10/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/26/2014 with the following results:a review of the black box showed no activity outside of normal use. The alarm history showed a call service alarm on 01/21/2014. No alarms or unusual noises were duplicated during testing. The device was found to perform within specifications.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a other (unusual product issue) issue. The reporter stated that the pump was randomly emitting tones similar to those normally emitted upon start up. The reporter denied that the pump was rebooting at random, it was emitting random tones. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.